Event description:
It was reported that the patient presented in clinic for follow up when lead noise was observed. Additionally, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.